Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 489 mg/dl at the time of incident. The customer also report that blood glucose was 400 mg/dl when they was done bolus and they got no delivery alarm. Customer treated with insulin pump and manual injection. The customer decline troubleshooting for high blood glucose and no delivery alarm. The product will not be returned for analysis.